Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: adhesive on the bending section cover has a scratch, scope connector has a scratch and is dirty, adhesive around objective lens is peeled, plastic distal end cover has a scratch, connecting tube has a scratch, objective lens has discoloration, adhesive around objective lens is peeled, protector of universal cord on scope connector side has a scratch, protector of universal cord on control section side has a scratch, scope connector cover unit has a scratch, switch box has a scratch, scope cover has a scratch, paint on scope cylinder is peeled, lock engagement lever has a scratch, up/down and right/left knob have a scratch, flexibility adjustment ring has a scratch, scope cylinder is shaved, grip has a scratch, control unit has discoloration and a scratch, and due to dirt on objective lens, there is a lack of image on the monitor. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a bad angle, wear of the angle wires. During inspection and evaluation, there was a foreign object inside the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was there any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function . 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.